Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead could not be fixed in the atrium and the lead fell into the ventricle. When attempting to reposition the lead, the helix would not retract and the lead could not be moved. Tests were performed and the physician elected to cap the lead. A new lead was implanted. There was no risk or consequences for the patient. The patient was in good condition post procedure.